Event description:
New information received notes that prior to being capped low pacing lead impedance was observed.

Event description:
It was reported that lead was capped and replaced due to lead impedance anomaly.

Manufacturer narrative:
.